Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose, unconscious on (B)(6) 2019 with blood glucose level was 20 mg/dl. The customer stated current blood glucose level was 255 mg/dl. The customer was treated with insulin shot. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Device received with cracked battery tube threads, stained end cap sticker, minor scratched lcd window, and scratched reservoir tube window.